Event description:
Linked to mfg report numbers: 3014334038-2022-00166, 3013886523-2022-00344, 3013886523-2022-00345. A facility reported a patient had been monitored for 5 days and there were no problems. The pressure was really high and they decided to perform a decompressive surgery. They zeroed the new sensor (successfully inserted it in the parenchyma) and after that the value of the icp moved from +5mmhg to -50mmhg. Immediately afterwards there was the alarm "change cable or sensor". They changed 2 sensors and 2 cables, they changed also the cerelink monitor but it still gave the same alarm. At the end they switched the cerelink off and they brought patient to the ICU. After 3 hours, they switched it on and it started working correctly with icp at +14mmhg. The event led to a significant surgical delay (2 to 4 hours).

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The directlink cable was returned for evaluation: DHR - the lot provided is the supplier lot number, not integra. The review of the history supplier lot 20032308 showed that all possible lots used in this case are conformed to the specifications when released to stock (lots 4706618, 5076473, 5211345). Failure analysis - the cable was cleaned with isopropyl alcohol 70% and visually inspected: no defect was noted. The cable was inspected for connector alignment: no defect was noted. The cable was electrically tested; no abnormal discontinuity and no abnormal short circuit was measured. The cable meets the specifications. No root cause could be determined as the technician could not confirm any problem with the cable at the time of investigation. The possible root cause for the problem reported by the customer could be due to an inappropriate technique for assembly and use of the device.

Event description:
N/a.